Event description:
The contact stated that a low control test result was out of range at 555 mg/dl. While troubleshooting, he performed another low control test and received a result of 469 mg/dl. The low control range is 44-70 mg/dl. The low control range is 44-70 mg/dl. The customer also performed a high control test and received a result of "hi." The high control range is 254-344 mg/dl. A result of "hi" would indicate a result over 600 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for evaluation, and replacement products will be sent.